Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to the patient was not happy with vision. The patient could not adjust to the lens, experienced blurriness, and visual disturbance. The lens was replaced with a non-johnson & johnson replacement lens. There was no vitrectomy or sutures required. The patient has recovered. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional info: through follow-up, it was clarified that the initial report of visual disturbance was the reported blurry issue-no sharp vision. No other information was provided. Device available for evaluation; returned to manufacturer on: 6/4/2020. Device evaluation: the complaint lens was received in a non-johnson & johnson lens case. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the returned condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed 1 other complaint has been received for this production order number and the complaint issue was not confirmed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.